Event description:
It was reported that the pacemaker recorded atrial tachycardia response episodes due to oversensing of the far-field r-wave. Boston scientific technical services reviewed the available electrograms and provided reprogramming recommendations. This pacemaker system remains in service and there were no adverse patient effects reported.